Event description:
It was reported that the device temporarily lost imaging function when it powered off during a case, then came back on seconds later after manipulation of the power cable. According to the report, the device will not be returned as the issue may be related to facility intermittent power failure. There was no injury or other adverse health consequence to the patient.